Manufacturer narrative:
Additional information: date of event, implant date.

Event description:
Patient reported having been injected with an unspecified juvederm¿ by a healthcare professional. Patient could feel and see lumps where they were injected and never had a smooth surface. About 2-3 months later, the patient's whole face below the mouth had become swollen and they claimed to look like a chipmunk. Patient went to the hospital and stayed for a week. The patient had to travel back and forth to the hospital for oral antibiotics and "intravenus" treatments. The patient then went to another hospital at another location and was given "intravenus" treatments again having to go back and forth to the hospital to get "injections" along with oral antibiotics for another week. The patient claimed that the doctors did not know what juvederm¿ was. Since the swelling was "so bad" the patient was given the "strongest antibiotics." Both the 2nd hospital and the patient attempted to reach out to the injector and could not reach them. After a month of antibiotics, the swelling went down. The patient was left with lines the patient wanted filled and lumps with no smooth surface.

Event description:
Additional information: patient updated indicating that they were injected with an unspecified juvéderm voluma.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of lumps and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and skin irritation: "undesirable effects the patients must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: " inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. " induration or nodules at the injection site."

Event description:
Patient reported having been injected with an unspecified juvederm" by a healthcare professional. Patient could feel and see lumps where they were injected and never had a smooth surface. About 2-3 months later, the patient's whole face below the mouth had become swollen and they claimed to look like a chipmunk. Patient went to the hospital and stayed for a week. The patient had to travel back and forth to the hospital for oral antibiotics and "intravenous" treatments. The patient then went to another hospital at another location and was given "intravenous" treatments again having to go back and forth to the hospital to get "injections" along with oral antibiotics for another week. The patient claimed that the doctors did not know what juvederm" was. Since the swelling was "so bad" the patient was given the "strongest antibiotics." Both the 2nd hospital and the patient attempted to reach out to the injector and could not reach them. After a month of antibiotics, the swelling went down. The patient was left with lines the patient wanted filled and lumps with no smooth surface.